Event description:
It was reported that 12 hours post implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) the patient received two inappropriate shocks due to oversensing of noise. Review of the episodes determined the noise was likely from air bubble entrapment. Therapy was programmed off and the patient remained hospitalized. The following day no noise was seen with pressure maneuvers from the outside in the xiphoid area and in the intramuscular pocket an x-ray also confirmed correct positioning of the device and the connection of the electrode to the case. Therapy was programmed back on in the s-ICD. The device and electrode remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.